Event description:
Device malfunction: none. Symptoms/ae: transient neurological symptoms treated with heparin. Time of ae: four days post procedure. It was reported that post a left internal carotid artery stenting procedure, the pt became hypotensive. The patient was treated with a dopamine drop, a normal saline bolus and one dose of midodrine. One day post procedure, the hypotension resolved and the patient was discharged to home. Four days post procedure, the patient was readmitted due to symptoms of syncope, ataxia and expressive aphasia. An ultrasound showed that the stent was patent and that there was 60-79% stenosis of the right carotid. The patient was started prophylactically on fractioned heparin for the neurological symptoms. Reportedly, the neurological symptoms resolved upon admission to the hospital, but the patient remained hospitalized for three days for medication administration. Seven days post procedure, the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was provided. Neurological events and hypotension are known possible adverse events associated with the use of the device as listed in the rx acculink instructions for use. There was no device malfunction reported. The lot history record was reviewed and there are no non-conformities associated with this lot number.